Manufacturer narrative:
Additional information was received on january 17, 2018. The event occurred on a male patient of normal weight. The injury was discovered after the ablation phase, during the validation phase, when the physician was already finished with ablation of both pulmonary veins. There was no additional medical or surgical interventions provided. The patient did not require extended hospitalization because of the adverse event. The physician¿s causality opinion on the adverse event is that it was procedure and patient condition related, however no specific patient factors were sited to have contributed to the adverse event. The physician had difficulties during the transseptal puncture and he was not sure if this could have contributed to the adverse event or not. However, the physician did not blame any bwi product malfunction. The transseptal puncture was performed with a st. Jude medical brk transseptal needle. A agilis nxt steerable introducer, lrg curve, 8.5f sheath was used. During the procedure, the followings settings were used: power of 30 watts posterior (ai target 400) and 35 watts anterior (ai target 550). Generator was in power control mode. A temperature probe was used. Impedance cut-off 50-250 ohm. Temperature cut-off 40°c. Irrigation flow rate was 15ml/min. The patient received anticoagulation and the activated clotting time was maintained at 300-350 seconds. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: lasso catheter (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed under echocardiography guidance. It was noted that transseptal phase was challenging, as more time than usual was needed to locate the optimal puncture site. Left atrial mapping was performed with a lasso catheter. Ablation was completed on the left pulmonary veins and initiated on the right pulmonary veins. At the end of the procedure, a tamponade was detected. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Generator was set on power control mode at 30 watts on the posterior wall (with an ablation index target of 400) and 35 watts on the anterior wall (with an ablation index target of 550), temperature cut-off of 40°c, impedance cut-off minimum of 50 ohms, and maximum cut-off of 250 ohms. It was noted that a temperature probe was used during the procedure. There were no errors reported on any bwi equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.